Manufacturer narrative:
This is one of two regulatory reports associated with the patient and are associated manufacturer report numbers: 9616099-2015-00093 & 9616099-2015-00094. The complaint devices were returned for analysis from lot number 17144420. A quantity of (B)(4) were returned. Upon further investigation with the customer, it was noted that the lot number 17156151 was inadvertently provided at original complaint reporting. All of the other manufacturing information remains the same as both lots belong to the same catalog number. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
A representative of the facility reported a product complaint. The representative noticed upon opening two jr4 6 french super torque plus diagnostic catheters, that they had a crack in the catheter near the tip. Upon flushing the catheter, fluid came out the side. The event occurred during preparation of the devices for a cardiac catheterization procedure. Both devices were noted to be defective during the same case. The procedure was completed with a new catheter with a different lot number. There was no patient injury reported. The representative provided lot # 17156151 and ref # (B)(4) and stated they have additional unopened catheters in their stock with the same lot # and reference #. Additional information was provided indicating that a quantity of (B)(4), (B)(4) defective and (B)(4) sterile devices, will be returned for analysis. Additionally, the same representative left a voice mail verbatim: "I am calling to report a problem with jr4 6 french cordis diagnostic catheters. They have side holes in them or a cut in the side of the tip and they should not. This is a no side holed catheter." The integrity of the sterile pouch was not compromised. The devices were not used in the patient. There were no anomalies noted when the devices were taken out of the package. The anomaly was seen during a prep flush of the catheter prior to beginning the case. The device was not removed from the packaging by the hub. The entire catheter and cardboard were removed from the outer packaging and then removed from the backing and flushed with a sterile heparinized saline or a similar isotonic solution. The devices were stored, handled, and prepped according to the IFU guidelines. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the products from the packaging. Excessive force was not used at any time. The devices were not resterilized.

Manufacturer narrative:
This is one of two regulatory reports associated with the patient and are associated manufacturer report numbers: 9616099-2015-00093 & 9616099-2015-00094. Complaint conclusion: as reported, a representative noticed upon opening two jr4 6 french super torque plus diagnostic catheters, that they had a crack in the catheter near the tip. Upon flushing, the catheter fluid came out of the side. The event occurred during preparation of the devices for a cardiac catheterization procedure. Both devices were noted to be defective during the same case. The procedure was completed with a new catheter with a different lot number. There was no patient injury reported. Additional information was provided indicating that a quantity of 13, 2 defective and 11 sterile devices, will be returned for analysis. Additionally, the same representative left a voice mail verbatim: "I am calling to report a problem with jr4 6 french cordis diagnostic catheters. They have side holes in them or a cut in the side of the tip and they should not. This is a no side holed catheter." The integrity of the sterile pouch was not compromised. The devices were not used in the patient. There were no anomalies noted when the devices were taken out of the package. The anomaly was seen during a prep flush of the catheter prior to beginning the case. The device was not removed from the packaging by the hub. The entire catheter and cardboard were removed from the outer packaging and then removed from the backing and flushed with a sterile heparinized saline or a similar isotonic solution. The devices were stored, handled, and prepped according to the instructions for use (IFU) guidelines. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the products from the packaging. Excessive force was not used at any time. A non-sterile unit of (B)(4) was analyzed while 1 sterile unit of (B)(4) was also analyzed under this pi. Initially, two non-sterile units of cath f6 st+ jr 4 100cm were received inside of a plastic bag and the catheters were identified as units 1 and 2 along with one sterile unit. The non-sterile unit identified as unit no. 2 showed damages on distal tip section (pin hole/cuts). There were no damages noted to the sterile unit. The device was inspected under the vision system and the following was observed: a non-sterile unit, no 2 had two pin hole conditions observed at 2.3 cm and 1.5 cm from the distal tip. A compressed condition was observed on the soft tip. A pin hole/cut conditions were observed at 3 cm from the distal tip. The sterile unit had no damages under the vision system. Sem analysis was required for the non-sterile unit in order to determine the cause of the pin hole (leak) condition observed on the device and the results showed evidence of perforation which goes through the whole thickness of the material. Evidence of stretching/elongation condition and depressed material can be observed on the perforation surrounding the borders. It is possible that an unknown object forced its way from the outside to the inside. No other anomalies were observed that could have influenced the reported event. The non-sterile unit was flushed with water and leaked at 1.5 cm from the distal tip. A review of lot 17156151 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer as ¿catheter (body/shaft) / puncture/cut (cardiovascular)¿ was confirmed due to the pin hole/cut conditions observed on the non-sterile units. According to the product instructions for use (IFU), the user is cautioned to inspect the product prior to use and to not use the product if damaged is noted. According to sem analysis, the damage could have been caused by an unknown object forcing its way from the outside to the inside of the catheter. However, throughout manufacturing process, controls are in place to detect the reported defects on the catheter. The exact cause of the reported event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the event is related to the design or manufacturing process. Therefore, no corrective or preventative actions will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two regulatory reports associated with the patient and are associated manufacturer report numbers: 9616099-2015-00093 & 9616099-2015-00094. The gender of the patient is unknown.